Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during an unknown cycle. The home patient (hp) stated they were connected and bags were connected. The technical service representative (tsr) reviewed the alarm log. There was a system error 2240. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(4) 2011. The hp stated they issue was resolved; however, the cause of the alarm was unknown. The hp stated they made sure there were no disconnections or defects on the supplies to allow air to enter the setup. The hp stated they had no injury or medical intervention. The hp stated they did not have the lot number to the supplies and discarded the supplies. There were no further details provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.